Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens on (B) (6) 2009. The lens was inserted upside down. The lens was torn when removed from patient's eye. No suture required. Further information requested but not yet forthcoming. Any additional information will be submitted by a supplement.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a work order search was performed and no similar complaint was found within the same work order. (B) (4).